Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021. The rn user reports a failure to alarm. No injury was reported due to this event.

Manufacturer narrative:
There is not enough information to conclude that the spacelabs monitoring equipment failed to operate to specifications at the time of this complaint episode. The fse went on-site and tested all products referenced in the reported event according to the performance test listed in the service manual. All tests passed, including both visible and audible alarm notifications. The reported issue could not be replicated when tested by a spacelabs fse. This report is considered final. H3 other text: placeholder.